Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limt battery alarm and low battery test alarm due to missing spring.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was not the second occurrence of off no power in less than 24 hours after low battery warning. The device will not be returned for analysis.